Event description:
A malfunction code, malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump; however, the malfunction recurred. Consequently, the customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy. A replacement pump was arranged, and the customer was instructed to return the faulty pump using a pre-paid label after putting it into storage mode.